Manufacturer narrative:
The suspected 350mm mouiel bipolar forceps (cev134) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the bipolar forceps verified the complaint reported by the customer as valid. One of the wires of the electrode was broken at the end of the tube. Root cause analysis: the cause of this defect could not be determined with absolute certainty. This failure may be due to a defect in the material which may be revealed by reprocessing and repeated use of the device.

Event description:
It was reported that during laparoscopy for coagulation, the jaw of the 350mm mouiel bipolar forceps (cev134) broke. Staff retrieved the forceps from the patient's abdomen before the broken jaw fell inside. No patient injury or increase of surgery time occurred.